Manufacturer narrative:
As it is unknown which device is directly implicated in this paresis event, the following devices will also be included in this report: catalog #tgmr313110 / serial # (B)(6) / UDI # (B)(4). Catalog #tgm282815 / serial # (B)(6) / UDI # (B)(4). H6: code c19 - a review of the manufacturing records indicated the lots met all pre-release specifications. H6: code c20 - the devices remain implanted and, therefore, were not available for direct analysis by gore. In addition, no clinical images were available. It should be noted that, per the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2026, the patient underwent an endovascular procedure to treat an aneurysm in the descending thoracic aorta (from left subclavian artery to celiac artery) utilizing three gore® tag® conformable thoracic stent graft with active control system (ctag). There were no issues or complications reported for the initial procedure. On (B)(6), 2026, the field sales associate was made aware that the patient was experiencing limited movement of the extremities, however, it was not full paralysis. Reportedly the cause of the limited movement is unknown and it is unknown if the patient has or will receive any therapy for the limited movement. There is no clinical imaging available.